Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 519 mg/dl while wearing the pod between 49 and 71 hours on the abdomen. The customer was treated with two injections of actrapid insulin and fluid infusion. They were discharged after 2 hours with instructions to continue their regular diabetes management plan. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it was discarded. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.